Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal insulation was damaged at 5.2 cm from the connector pin due to the suture sleeve being tightened too tight. This resulted in an electrical short between both coils causing low lead impedance.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and impedance of less than 200 ohms. Pocket was reopened and once the suture sleeve was untied; capture thresholds were within normal limits. The lead was explanted and replaced due to insulation damage.